Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damage hose" could be confirmed. During service the device was found with a torn hose. If additional information becomes available a supplemental report will be submitted.

Event description:
Report received fro USA stating that the device has hole in the hose. It is known that the device was being used during a spine surgery it is also known that there was no patient or user injuries or medical intervention related to the event. However, it is unknown if there was surgical delay related to the event. No additional information available.